Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion at the site within 3 or more hours after insertion which led to high blood glucose level. The patient received correction injection via multiple daily injection (mdi). The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The infusion site was inserted at side of hips and lower back (above upper buttocks). The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.